Event description:
It was reported that the nail broke inside the bone, patient had instability, so a revision surgery was performed and the nail was removed.

Manufacturer narrative:
The associated complaint device was returned for evaluation. Laboratory analysis concluded that the nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. Clinical analysis determined that based on the images provided and the supporting lab retrieval analysis, it is concluded that the highly unstable non-union and incomplete anatomical reduction were contributing factors to the reported event. The patient impact beyond likely pain and the reported revision procedure cannot be determined. No further medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.